Event description:
It was reported that the device was sticking to one side of the tube and would inflate asymmetrically. The issue was resolved when attempted again but was not use on patient due to the malfunction. No patient injury was reported.

Manufacturer narrative:
Two samples were received in used conditions. No damages could be detected in visual inspection. When inflating the units, the cuff inflated but a part was not uniformly. The balloon was manipulated and the whole cuff inflated. After the whole cuff inflated, it was deflated and inflated 4 times, all the times the cuff inflated completely. When measuring the cuff, the percentage for the symmetry was for sample 1:32.43% and for sample 2: 44.73%. The last result is below 33.33% that is the minimum acceptable. Based on the test, the sample 2 is out spec. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).